Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump, assisting the customer in the process. No recurrence of the malfunction was noted, and the customer was instructed to continue using the pump while advised to contact support if the issue reappears.